Manufacturer narrative:
Product event summary: analysis found that the device was too sensitive, calibration was invalid and the output knob did not work. As a result, the main board and interconnect flex assembly were replaced.

Event description:
It was reported that the external pulse generator (epg) did not pace. The epg was returned for servicing. There was no patient involvement.